Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula assembly fully deployed and the formed needle completely retracted; the pink slide insert was visible through the viewing window of the top housing. No issues were found with the needle mechanism that would result in the needle not retracting. The download data shows that the device generated an 0x1c alarm during the run, indicating the pump had reached the pump expiration time. The download data confirmed the device ran for 80 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had worn a pod for over 48 hours the pods needle had not retracted upon initial activation. Patient initially had a blood glucose (bg) level of around 300 mg/dl, but after 6 hours bg levels reduced and pod began delivering insulin.